Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected a high out-of-range shock impedance measurement in (B)(6) 2019. Since then, shock impedances have been both jumpy and steadily increasing, now stable at 125 ohms. Technical services (ts) reviewed available device data via the latitude remote patient monitoring system and recommended both lead integrity testing and x-ray imaging (to evaluate for potential system migration). No adverse patient effects were reported. The ICD and rv lead remain implanted and in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected a high out-of-range shock impedance measurement in (B)(6) 2019. Since then, shock impedances have been both jumpy and steadily increasing, now stable at 125 ohms. Technical services (ts) reviewed available device data via the latitude remote patient monitoring system and recommended both lead integrity testing and x-ray imaging (to evaluate for potential system migration). No adverse patient effects were reported. The ICD and rv lead remain implanted and in service. Multiple attempts to obtain additional information have been unsuccessful. Should additional follow-up information be provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.